Manufacturer narrative:
Per data log analysis, on (B)(6) 2019 each time the heart lung machine (hlm) is powered (three times), both large roller pumps appear to come up normally. It is possible one of the pumps did not have a display, but nothing was logged to indicate that. One of the two large roller pumps is started and stopped several times without running it. It is possible this was the problem pump and the user was pressing the start/stop button but could not tell the pump was started since the display was off. The pump log looks like the pump powered up normally.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the issue was discovered when turning on units to check that everything was working properly. The field service representative (fsr) could not verify the reported issue. He performed mechanical and electrical testing on base system and roller pumps with no issues found. The roller pump re-booted with no delay. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a non-clinical activity, the roller pump did not turn on. There was no patient involvement.